Event description:
It was reported that the patient¿s caregiver observed no visible drops during a supply change and then noted insulin leaking from the connector on a cartridge-driven system, after which the agent guided a full supply change and insulin delivery was resumed. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status, no medical intervention, and successful continuation of therapy after troubleshooting. Investigation of this case revealed a leaking connector consistent with a connection or interface issue between the cartridge and connector that was resolved by replacing supplies and reinitiating the setup. It was concluded, based on previously established findings for similar reports, that the cause was user setup or handling related, with performance restored after correct reassembly.